Event description:
It was reported that the customer had been receiving som high results. Back to back blood glucose test results were taken. The results were 478, 329, 208, 146, & 183mg/dl. The customer stated they did not have high blood glucose symptoms. The customer took 2 extra units of insulin. The customer stated no serious injury occured because of taking the extra medication. A request was made for the return of the suspect device and replacement product was sent. No controls were in use at the time.